Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and opening. Leak test was performed and found opening on the radius. A microscopic analysis was performed which identified smooth crease opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on radius due to an fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.